Event description:
It was reported that the patient was in the hospital for five days and the medication was reduced. The patient did not feel like his pump was working. No patient symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).